Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 2014 they are having problems and are still not able to have a bowel movement. The implants helped in some areas and helps with their incontinence but they are still not able to use the restroom. It was also stated that the patient's bladder didn't work when they woke up after their second implant surgery on (B)(6) 2015. They could not pee and had to use a catheter a couple of times, but their bladder started working again the next day. The patient is working with a bowel therapist to resolve their problems. There were no device allegations related to this event. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. See related regulatory report 3004209178-2016-13066.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had two bladder stimulators, one pain stimulator, and lots of bowel therapy, and had experienced both bowel and bladder incontinence. They noted that these symptoms were mostly resolved, but they still have incontinence when their body is fatigued. They also noted that they still had numbness in their rectum and vagina area, and that their ¿problems all stem from an injury.¿ they stated they are not sure they will ever be (B)(6), but would have the surgeries again in a heartbeat. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.